Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that when trying to lowered the trusystem 7000 surgical table, there was an alarm and a red point on the column; the remote control and the column keypad were unresponsive. Functions were not recoverable by reset. No harm or significant impact to the surgical procedure was reported.

Event description:
Baxter received a report stating that when trying to lowered the trusystem 7000 surgical table, there was an alarm and a red point on the column; the remote control and the column keypad were unresponsive. Functions were not recoverable by reset. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. A device inspection was performed by a baxter field service technician. The failure could be reproduced and was traced to a defect main lift motor. The motor was replaced, and the device was working as intended. This issue is not considered as a systematic failure. Based on this, no further actions are necessary. Although there was no reported injury with this event, if the report of surgical table being unresponsive upon command were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.